Manufacturer narrative:
Unit passed the displacement test, rewind, self test, rewind, off no power test, basic occlusion test and prime/a33 test. Unit received stuck in motor error alarm loop during bolus/basal delivery. No a35 alarm noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test, a21 error test and occlusion test due to motor error alarms. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No cosmetic damage noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported via phone call, the insulin pump alarmed motion sensor test failure. Customer did not recall their blood glucose at the time of the incident. Troubleshooting was performed. Customer was advised the insulin pump needed to be replaced and refer to back up plan per health care providers instructions. The insulin pump was returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.